Event description:
It was reported to boston scientific corporation via e-mail from a physician, that a trupath biopsy device was used during prostate biopsy procedures (date is unknown). The physician stated they are very disappointed by the market withdrawal of topnotch which was perfectly suitable. The new model, he stated, was really less practical, the needle often fired without control or not at all which led to the use of two needles instead of one per biopsy.

Manufacturer narrative:
The device was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number was not provided by the end user; therefore, the device manufacture date and expiration date cannot be determined. Product unavailable for analysis.